Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). There were two sam (signal artifact monitor) episodes prior to these issues, which resulted in the minute ventilation (mv) sensor feature of the device being disabled. It was noted that rv noise and oversensing was observed prior to the lss. Increased pace impedance measurements were then observed during isometrics testing when the patient reached their arm across their chest. A lead fracture had been suspected. The patient was not pacemaker dependent at that time and would continue to be monitored. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). There were two signal artifact monitor (sam) episodes prior to these issues, which resulted in the minute ventilation (mv) sensor feature of the device being disabled. It was noted that rv noise and oversensing was observed prior to the lss. Increased pace impedance measurements were then observed during isometrics testing when the patient reached their arm across their chest. A lead fracture had been suspected. The patient was not pacemaker dependent at that time and would continue to be monitored. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that there were two additional signal artifact monitor (sam) episodes due to what looked to be electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being disabled. The mv feature was then programmed back on. Technical services discussed having the bipolar function of the right ventricular lead assessed and to ask about emi. The field representative was going to have the patient assessed in the clinic. Seeking additional information from the rep for resolution. The lead remains in service. No adverse patient effects were reported.